Event description:
It was reported the pt is experiencing pain at the ipg site due to the ipg not being secure in the pocket. In turn, the pt went to the emergency room and a CT scan was performed. The results revealed no anomalies.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.